Event description:
Patient is complaining at his continuing hip problems since he suffered serious personal injury, loss and damage arising from the initial surgery. Date of initial implantation unknown. Device remain implanted.